Event description:
There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. Service determined that the proximate causes of the issues were: bezel assembly replacement is due to the being recall affected, replacement of the display board is a result of a dim segment, rear case damaged from wear, iuis replaced to due wear/corrosion. And membrane replace due to wear. There was no reported patient involvement. The device is used for therapuetic purposes.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Service determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Replacement of the display board is a result of a dim segment. Rear case damaged from wear. Iuis replaced to due wear/corrosion. Membrane replace due to wear.

Event description:
The device was found to have damaged components.